Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were not confirmed on (B)(6) 2018. A fill tubing step was completed on (B)(6) 2018 in addition a full cartridge change sequence was completed later in the day. There were no erratic basal rate adjustments. Complaint could not be confirmed. If user did not disconnect during either of the â¿¿tubing fillâ¿¿ process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the insulin gauge decreased to an inaccurate fill estimate of 35 units. Reportedly, the cartridge had been filled with 110 units of insulin. In addition, the customer observed air bubbles along the infusion set tubing. Blood glucose level ranged from 38-50's (mg/dl). To treat the low bg level, glucose tablets were consumed. To resolve the issue, a supply change was performed.